Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected in the codes.

Event description:
Customer stated that six months ago he developed a small ulcer next to the stoma. He did see an wound nurse. He was changed from the convex to a one piece flat wafer. It took about three months to heal.